Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04292. It was reported that patient died. Vascular access was obtained via femoral artery. The 85% stenosed, 28mm x 3.00mm, concentric, target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 3.50 x 32mm promus element ¿ stent and a .75x24mm promus element¿ plus drug-eluting stent was advanced and implanted for treatment and post dilation was performed with an unspecified 2.0x20 balloon catheter. However, within a few minutes of stent deployment the patient died.